Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush heads come off while cleaning teeth- oral b power care [device breakage]. Case narrative: consumer called and stated that while cleaning teeth the brush heads come off. No injury was reported.

Manufacturer narrative:
Reporter informated the company that the product has been discarded.

Event description:
Brush heads come off while cleaning teeth- oral b power care [device breakage] case narrative: consumer called and stated that while cleaning teeth the brush heads come off. No injury was reported. Follow up: maltese product notes updated.